Event description:
It was reported that this issue has since resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The date of the explant was not made known to the manufacturer.

Event description:
It was reported that the patient's scs system was autoreducing. The physician interpreted the x-rays that were taken and stated that the lead needed replaced. In turn, the scs lead was explanted and replaced.